Event description:
It was reported that the patient experienced inflation issues in the cylinders with an inflatable penile prosthesis (ipp). The ipp remains implanted and active. Additional information was reported that fluid loss is suspected but location unknown, the patient presented the malfunction to the physician on (B)(6) 2019, and the revision is scheduled for (B)(6) 2020.